Event description:
The complainant reported that the physician was performing a therapeutic ercp prpcedure on a pt (age and gender unknown). The physician put the trapezoid handle into the alliance inflation device for lithotripsy, in an effort to crush the captured stone located in the pt's bile duct, but stone was not crushed and the metal rod inside the trapezoid device handle bent upward into the shape of a triangle. The doctor was able to successfully release the stone from the basket and to then remove the basket from the pt. The clinicians then obtained another device and successfully completed the ercp procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.